Event description:
It was reported that the pump display was dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. No actions had been taken by the customer to address the high blood glucose level at the time. Technical support instructed the customer through a series of troubleshooting steps, but the display remained unresponsive. Consequently, technical support arranged to replace the pump. There was no backup therapy available, and the customer was advised to contact their healthcare provider.